Event description:
It was initially reported that stimulation was turning off intermittently on patient's left side implantable neurostimulator (ins) for the past 3 months. The patient could tell stimulation was turned off because their tremor symptoms came back fairly rapidly. The ins voltage was good at 3.74v. Upon interrogation, the left side ins showed 60+ activations with the right side ins only showing 30+. The patient did turn both ins's off every night. The current impedance measurements were normal. Subsequent information received reported that the device was explanted due to the device turning off intermittently for no reason. It was reported that emi (electromagnetic interference) was ruled out by using a gauge meter to check and the battery depletion was not normal. Interrogation of the device settings prior to explant showed 3.6 volts, 90 msec (pw), 160 hz, 1+2-3-, impedances okay (at 0.7 volts) and a battery reading was 3.74 volts. Also saw activations at #13, 68% usage/1080 hours, as compared to the "right" device which had "0" activations and 68% usage too. No patient injury was reported and the patient recovered without sequelae. Additional information has been requested, but was not available as of the date of this report. Please note that when the initial information was received it was reported under the patient's other device, model 7426, serial no. (B)(4). See manufacture report no. 3004209178-2012-04560. However, the subsequent information received clarified that the original report should have been on this device, model 7426, serial no. (B)(4).

Manufacturer narrative:
Analysis of the neurostimulator (serial number (B)(4)) found no significant anomaly: the device was functionally "okay." The device was tested on a long term test for 100 hours to verify the functionality of the device. The device was turned off and on once every 24 hours for 100 hours starting with the device turned on. The device functioned normally during the 100 hour test. No issues were seen with the device.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported there was a failure of one of the generators. It started to turn itself off about 3 or four months prior to report. Electromagnetic interference (emi) was not the problem. The number of turn offs had increased "geometrly". On (B)(6) 2012 it had been a matter of minutes between shutdowns. The turn offs were random and never in the same place or time. The patient had tried to duplicate the turn offs with no success. The patient's take was that one of the connection plugs had a leakage current. There was a leakage current of 10 micro amps on two leads and "connected or not the two leads are still drawing power from the battery as measured by the physician". Therapy measurement for the left brain ins was 55 ohms and the right brain ins was 169 ohms. The impedances for the right brain were all normal. The impedances on the left brain were normal except for 0 <(>&<)>2 and 0<(>&<)>3 where both were >2,000 ohms. The patient had ruled out emi causing their ins to turn off intermittently by using a gauge meter to check. It was not normal battery depletion. On the day of surgery the doctor saw the impedances were okay when they were tested at 0.7v. The battery reading was 3.74v. There was no patient death and no patient injury. The patient recovered without sequelae after the device was removed. Additional information was received on (B)(6) 2015 from a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported the prior ins went to zero volts overnight and he had it off for 4 months. The night of surgery he decided to turn it on and got a real bad shock that lasted for 5-10 seconds because it was turned off for 4 months. It really zapped him and he got a really bad headache. After it was removed, he received a call and was told the battery was perfectly alright and so the patient inquired why wouldn't it start and why did they get an indication the battery was dead. It was further reported from the patient that the controller refused to turn on the stimulation the next morning and the voltage of the stimulator indicated zero volts. They tried the second controller and it read zero volts. They had tried to start the stimulator every morning for the next week with no luck. They had a company representative try to start the device the following week and it read zero volts; a second controller was used and it still read zero volts. They were instructed to leave the unit off until a replacement could be arranged. The morning of surgery they tried again to start the stimulator. It worked with a "very large charge" and they never had felt that kind of shock before. It was instantaneous with no delay. They explained the experience to their doctor and the company representative. The effects of the turn-on lasted at least 3 or 4 seconds and their head hurt for at least 10 or 15 minutes after. Additional information received from the nurse reported over a span of 6 months in 2012 the patient had many spontaneous in-activations of the left ins which was not explained by electromagnetic interference (emi). They replaced the left ins for possible malfunction and put in a new ins. The new stimulator was the solution. It was unknown if the patient reached end of service (eos) but it was possible he had gotten to elective replacement indicator (eri) with his battery but not eos.

Manufacturer narrative:
Product ID 748240, lot# serial# (B)(4), implanted: (B)(6) 2003, explanted: product type extension, product ID 748240, lot# serial# (B)(4), implanted: (B)(6) 2004, explanted: product type extension. Product ID 3387-40, lot# j0340521v, serial# implanted: (B)(6) 2003, explanted: product type lead: product ID 3387-40, lot# j0454428v, serial# implanted: (B)(6) 2004, explanted: product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information showed the patient's left side device had low therapy impedance measurements of 55 ohms. An exhaustive impedance check also showed high impedance measurements on combinations 0<(>&<)>2 and 0<(>&<)>3 of >2000 ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).